Event description:
Clinical study. It was reported 1592 days following percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt experienced a myocardial infarction and stent thrombosis requiring subsequent reintervention. The index procedure treated the 70% stenosed 3.5x10mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 3.5x12mm taxus liberte drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1592 days following the index procedure the pt presented with sudden onset shortness of breath and sweating. A chest x-ray indicated that there was a possibility of some mild congestive heart failure. An initial ECG did not reveal any st segment changes but did reveal frequent premature ventricular contractions. The pt then became bradycardic. Repeat ECG revealed a complete heart block with 1 to 2 mm of st segment elevation in ii, iii and avf consistent with an evolving acute inferior myocardial infarction. A pci was performed the same day revealing a 99% thrombus and stenosis in the target lesion located in the proximal rca. Aspiration thrombectomy in the rca was performed with removal of a large amount of thrombus. After initial aspiration thrombectomy, the clot was seen to move in the mid rca and therefore a repeat aspiration was performed with complete resolution of thrombus. A 4.0x15mm non bsc stent was placed in the mid rca with 0% residual stenosis and timi 3 flow. The pt was discharged two days later with no residual affects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.